Manufacturer narrative:
(B)(4).

Event description:
The deep brain stimulator, extension, and lead were removed due to dehiscence, and infectious complication. The device was not replaced. There was no pt injury associated with the event.